Manufacturer narrative:
H.10: the replaced bridge was requested to be returned for further investigation. Visual inspection revealed that the patient bridge contained surface residue. One patient pump was completely blocked and the other patient pump was noisy/grinding when turned. Both pumps had bearings damage. The bearings were corroded. The rust formed generating irregularities on the surface of the balls of the bearing. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found that both patient pumps were not working. He replaced the complete patient bridge and the distribution board. The issue has been solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages on the patient side during setup. There was no patient involvement.